Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged by the patient. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Infection is a known inherent risk of any surgical procedure and is identified in the adverse reaction section of the IFU as a possible complication. Additionally, the warning section states that if an infection develops, it should be treated aggressively. Additional information has been requested. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol by the patient: the patient has reported that she was implanted with a bard xenmatrix graft to rebuild her abdominal wall following an accident. She alleges that she experienced repeat infections. She reports that two years later, she developed pain and an infection along exposed mesh. She stated physicians used a "water pick device" to remove the infected mesh, and she was told they also removed a hair follicle during the procedure. She reports that she is currently experiencing pain in the area of the repair. Multiple attempts have been made to contact the patient to discuss her concerns. Information is limited at this time.

Manufacturer narrative:
This is an addendum to the initial MDR as the catalog and lot number have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged by the patient. Infection is a known inherent risk of any surgical procedure and is identified in the adverse reaction section of the IFU as a possible complication. Additionally, the warning section states that if an infection develops, it should be treated aggressively. Additional information has been requested. If additional information is obtained, a supplemental MDR will be submitted.

Event description:
The following was reported to davol by the patient: the patient has reported that she was implanted with a bard xenmatrix graft to rebuild her abdominal wall following an accident. She alleges that she experienced repeat infections. She reports that two years later, she developed pain and an infection along exposed mesh. She stated physicians used a "water pick device" to remove the infected mesh, and she was told they also removed a hair follicle during the procedure. She reports that she is currently experiencing pain in the area of the repair. Multiple attempts have been made to contact the patient to discuss her concerns. Information is limited at this time.